Manufacturer narrative:
The tachy therapy zones were reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). Therapy was exhausted in the ventricular tachycardia (vt) zone. Boston scientific technical services (ts) discussed programming options to mitigate future occurrences. No adverse patient effects were reported.